Manufacturer narrative:
The field was contacted for additional information regarding this reported situation. No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial (ra) lead had dislodged. No adverse patient effects have been reported. At this time, no further information has been made available.

Manufacturer narrative:
As of today, this product remains in-service. No further information is available at this time.